Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the reporter: the surgeon closed the reload on tissue, then opened it to change the position of the stapler, then closed the jaws again do introduce the stapler through the thoracoport. When the surgeon attempted to open the reload, the jaws would not open. Since no tissue was grabbed in the staple jaws, no harm was done to the tissue. A single use stapling system was used to finish the procedure. The patient is currently in good status.